Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The patient was shoveling snow at the time of the shocks. Technical services advised some testing options. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.